Event description:
It was reported recurring problems with the cartridge failing and needing frequent replacement. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.